Manufacturer narrative:
Age at time of event - over the age of 18 years. Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed kinks on the outer sheath at 11.5cm, 51cm, and 81.5cm from the nosecone. There are buckling 3mm, 3.8cm, 4.8cm, and 6.3cm from the distal end of the middle sheath. The yellow safety lock is missing from the rack and the rack is bent approximately 5.5cm from the handle. Microscopic examination revealed that the proximal end of the tip is damaged. The stent is partially deployed approximately 12mm from the distal end of the middle sheath. The stent is damaged and appears to have snagged on something. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 05-feb-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. A 9x40x120 epic stent was advanced but failed to cross the lesion. The device was remove and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed inadvertent stent deployment and stent damaged.